Event description:
It was reported to technical support by the facility biomedical technician that a patient incident occurred on a fresenius 2008k hemodialysis machine. He stated that the patient's heart rate was fluctuating, their blood pressure was high and they subsequently expired following treatment. Additional information provided by the charge rn at the time of call: the event occurred approximately 2 hours into the patient's treatment. The patient was located in the intensive care unit (ICU) and is a do not resuscitate (dnr) code status. While the patient was on dialysis, the patient's blood started clotting as indicated by the increase in arterial and venous pressures. The rn was unable to provide information on whether the machine actually alarmed. The rn returned the patient's blood and at that point noticed that the patient was unresponsive. No additional information provided. A request for additional patient event and medical records has been made. This MDR includes all information provided to date.

Manufacturer narrative:
Based on the information provided, it is unknown how the concentrate may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported patient adverse event during the hemodialysis treatment. The concentrate was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A batch record review will be completed to determine the manufacturing processes. A supplemental medwatch report will be submitted once the plant investigation and clinical investigations are complete. This is one of 4 MDR's submitted to document this reported event. Please reference the following numbers 2937457-2013-00220, 1713747-2013-00467, 1225714-2013-02996.